Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed. H6. Component code 4755 - no malfunction occurred with device.

Event description:
On 09-aug-2025, the user experienced hypoglycemia with a reported bg of 54 mg/dl. The low was corrected with oral carbohydrates, and bg returned to range. No medical intervention was required, and no long-term effects were reported.